Manufacturer narrative:
Product analysis :optical examination did not identify a pre-existing material defect that could contribute to the fracture propagation. Microscopic examination of the fracture found a fairly flat quasi-brittle fracture through the cross-section of the material, ending in a shear lip. The morphology and location of this kind of failure is consistent with an over-torque of the instrument during use.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that intra-op, drill bit was snapped off in bone while drilling through the drill guide. Surgeon retrieved piece upon removal of guide. The product broke but no fragments were remained in the patient. The product came in contact with the patient. No patient complications were reported.